Event description:
During an initial implant of an atrial leadless pacemaker (alp) on (B)(6) 2026, it was reported that the helix became stretched during the procedure. The alp was not used, and a new alp was successfully implanted. The patient was stable throughout the procedure.